Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The event was a revision surgery due to the glenosphere loosening that occured approximately 3 months after the primary surgery. The primary surgery used the humeris reversed system. The surgeon explanted the 36/+3 135/145 humeral cup, the 36 centered glenosphere, the 24 baseplate, the +10mm post extension and associated screws. Then he implanted a 40/+6 135/145 humeral cup, a 40 centered glenosphere, a +10mm post extension, a 24 baseplate and associated screws.